Event description:
It was reported that a patient underwent a laparoscopic supracervical hysterectomy on (B)(6) 2011 and an absorbable adhesion barrier was used. Following the procedure, the patient experienced pain as soon as the morphine pump was removed. The patient stated that her dull, constant pain was in the same area as her pain prior to the procedure, but a different kind of pain. The patient stated the doctor did not know what could be contributing to the persistent pain and suggested the patient get a second opinion. The patient was prescribed hydrocodone which the patient stated helped some, but only used it for excruciating pain which occurred when she was on feet all day and more active. The patient also reported that her rectum fell out which the physician told her was a rectocele. The patient has a colonoscopy scheduled next week.

Manufacturer narrative:
It was reported that the patient continued to have severe pain and was refered to a pain management specialist. The patient saw her primary care physician and upon examination noted nodules growing on the patient's cervix. Antibiotics were prescribed and the patient was sent for ultrasound. The primary care physician referred the patient to a new gynecologist for further evaluation. (B)(4).

Manufacturer narrative:
(B)(4): rectocele occurred; pain occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.